Event description:
It was initially reported on (B)(6) 2011 that the pt experienced increased baseline pain, especially "nervous, jittery". The symptoms occurred after an activity. It was stated that the troubles started after pt was in an auto accident on (B)(6) 2011. On interrogation the pump logs were normal and showed "no problems such as motor stall, memory error, etc." However, no diagnostic studies were performed. Later on (B)(6) 2011, it was reported that pt "was being weaned off of meds as there was no physician in his area to fill it or check the catheter". Pt experienced withdrawal symptoms about once a week, lasting 2-3 days. It was later reported by the healthcare provider that the pt experienced severe withdrawal symptoms that required hospitalization for "pt's safety". Pt outcome was noted as "serious and life-threatening injury/illness". It was stated that the cause of the event was a motor stall, reason "unknown or a possible MRI". MRI was done in (B)(6) 2011. Intervention included decreasing the dosage, "hoping by (B)(6) they will be able to discontinue meds". Drug infused via the device was morphine sulphate 10mg/ml at a daily dose of 1.7mg "and decreasing".

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient had an MRI on (B)(6) 2011 and there was no motor stall or motor stall recovered messages noted in the pump logs which went back through (B)(6) 2011. The patient¿s symptoms began after a motor vehicle accident on (B)(6)2011. The caller questioned whether the accident may have caused a catheter issue. The pump was refilled on (B)(6) 2011, and the patient experienced relief for three days then symptoms returned. The patient was receiving morphine, 10mg/ml, at 4.480 mg/day before beginning to wean off the medication. It was further reported by the patient that the pump was not working properly, and he was not getting the full effect of the medication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).